Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed. ¿ deformation observed. ¿ wear abrasion observed. ¿ black particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported no complaint against device. Later, healthcare professional reported right side mild capsular contracture baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported no complaint against device. Later, healthcare professional reported right side mild capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of 'mild' capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: 'mild' capsular contracture.